Manufacturer narrative:
This report is being submitted retrospectively as part of an internal review. Breakage of sensor during removal is a known and anticipated potential adverse effect, which does not require additional investigation by manufacturer. The most probable root cause of the incident can be attributed to procedural error. Since sensor performed as expected during it's lifetime, it can be concluded that there was no malfunction with the system. There is no remedial action/corrective action/preventive action/field safety corrective action required.

Event description:
Senseonics was made aware of an instance where sensor broke apart during removal procedure only one piece was retrieved.